Event description:
It was reported that the physician was unable to interrogate the pt's generator at the last office visit. Per reporter, the handheld was plugged into the wall during interrogation which is known to cause communication errors at times. The pt stated that she can still feel her device stimulating and it is not near end of service, so there is no issue suspected with the generator. As functionality of the physician's programming system since event has not been verified, the cause for the inability to communicate is currently unk. Attempts for further information have been unsuccessful to date.